Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery life of this pacemaker went from eight years to two years remaining in a span of one year. The boston scientific technical services (ts) discussed that there were no recent data in the system to request for data analysis, however, it was noted that there was an increase in power consumption from this device. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited an increased in power consumption. This remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This supplemental report is being filed based on completion of device analysis.